Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿about 2 months ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Fourteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.